Manufacturer narrative:
Per tandem's user guide: your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. Customer reported alternate insulin therapy was not available but declined follow up from tandem customer technical support. Customer¿s blood glucose level was 160 mg/dl.